Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock and went to the hospital. It was also reported that the patient was suffering from hypotension as well. A health care professional (hcp) contacted boston scientific technical services (ts) to perform a data review from the patient¿s remote monitoring system. A ts consultant discussed that the patient experienced a ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was appropriately delivered which converted the arrhythmia. The patient¿s heart then went back into vt and atp was again delivered; however, instead of converting the arrhythmia, the vt accelerated into the ventricular fibrillation (vf) zone. Shocks were delivered that were initially successful, but the rhythm kept returning after few seconds. The device delivered shocks until therapy was exhausted but the arrhythmia was not converted. The ts consultant discussed that the ICD was operating as designed. No additional adverse patient effects were reported.